Event description:
The customer reported that during a pt incident, the pt data was missing, and therefore 2 out of the 5 pts' medication drugs had values recorded as "0".

Manufacturer narrative:
This is being reported only because a philips device was in use on a pt who died. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).